Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (bg) that ranged from 34-70 mg/dl, cause was unknown. Reportedly, the customer consumed soda, food and glucose tablets to address the low bgs. A recommendation was made for the customer to discuss bg levels with healthcare provider.